Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
Damage to the sample port area out of the package causing system air leak that required additional taping of connections not usually required. The damage was not found prior to connecting to the patient and there was no package damage. The damage and the air leak occurred at the red/blue connectors.

Manufacturer narrative:
(B)(4). The device history record of batch number 74b2200791 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One unit of catalog number s-1102-08lf (pe sahara dry suct/dry seal dual lf 6) lot 74b2200791 was received for analysis. The unit shows sing of use since residues were found into the chambers. Per complaint description it was put tape on connector "additional taping of connections not usually required." This catalog has two ats connectors (p/n (B)(6) and one of them have the cap with damage (p/n (B)(6). A blue connector was put on red connector (with cap damage) without tubings , and was tested on uson leak tester utl-10. The connector failed the test. Wi-pev-016 rev.03. One ats conncetor p/n (B)(6) of finish good s-1102-08lf have the cap p/n (B)(6) with damage. However, it cannot be confirmed that such damage was originated during the manufacturing process. The ats connectors p/n (B)(6) are 100% tested by leaks on uson leak tester utl-10. It was reviewed the process of assembly the tubings , and ats connectors and no issues were found than can lead to the damage observed on cap of sample received from customer. It is unknown in what part of supply chain the component p/n (B)(6) was damaged. Nevertheless, all personnel from the production line will be notified for this issue in order to keep them aware of the issue reported.

Event description:
Damage to the sample port area out of the package causing system air leak that required additional taping of connections not usually required. The damage was not found prior to connecting to the patient and there was no package damage. The damage and the air leak occurred at the red/blue connectors.